Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was inserted through an unknown sheath and inflated, but would not remain inflated. The device was removed and inflated on back table. The operator noticed a leak from balloon. A second 6/7f mynxgrip vascular closure device (vcd) was opened and inserted through the unknown sheath. The balloon was inflated but would not remain inflated. The device was removed, and manual compression was used to perform hemostasis. There was no reported patient injury. The device was used in an interventional procedure. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or distal end after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The devices were opened and prepped in sterile field as per instructions for use (IFU). The device was stored per IFU (instructions for use). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will not be returned for evaluation, they were discarded at the facility.

Manufacturer narrative:
This report is related to report # 3004939290-2022-02780. As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) was inserted through an unknown sheath and inflated, but would not remain inflated. The device was removed and inflated on back table. The operator noticed a leak from balloon. A second 6/7f mynxgrip vascular closure device (vcd) was opened and inserted through the unknown sheath. The balloon was inflated but would not remain inflated. The device was removed, and manual compression was used to perform hemostasis. There was no reported patient injury. The device was used in an interventional procedure. A 6f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the sheath or distal end after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The devices were opened and prepped in sterile field as per instructions for use (IFU). The device was stored per IFU (instructions for use). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. (B)(4). The product was not returned for analysis. A product history record (phr) review of lot f2200501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. (B)(4). The product was not returned for analysis. A product history record (phr) review of lot f2200501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient or procedural factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.